Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "an incident occurred during the infusion: the user exceeded the flow rate of 1200 ml/h instead of 120 ml/h. The manager in charge of the department doesn't understand why our device allows a flow rate of 1200 ml/h when the instructions state 999.99 ml/h."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As no sample was provided, an examination and root cause analysis were not possible at our service laboratory in melsungen. According to the error description no further analysis could be performed. Therefore, the defect is considered as not confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.